Event description:
According to the reporter, during a robotic assisted laparoscopic distal pancreatectomy, splenectomy, and cholecystectomy with celiac axis lymphadectomy, the stapler did not perform for the physician while inside the patient. The staplers popped while stapling the vessel. It occurred on three manual handles.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap, (lot #p4k0957); egiauxl endogia ultra univ xl stapler, (lot #p4j1094) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.